Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. During the visit, the patient collapsed while seated for the interrogation. Records showed that the patient's pacemaker had reached elective replacement 14 months prior to the clinic visit and the battery was fully depleted. The physician explanted and replaced the device. The patient was stable throughout.